Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, rupture.

Event description:
Patient reported left side "rupture" and mentioned the recall. Patient later reported "suspected capsular contracture" baker grade unknown. Device remains implanted.

Event description:
Patient later reported "suspected capsular contracture" baker grade unknown, "a patchy inflammatory cell infiltrate is seen charaterised by a few foreign body giant cells, macrophages and occasional small mature lymphocytes" and "periprosthetic fluid." Device was explanted.

Manufacturer narrative:
The reported events granuloma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: not observed. Granuloma: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Local reaction: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side recall, rupture, capsular contracture baker grade unknown, patchy inflammatory cell infiltrate, foreign body giant cells, small mature lymphocytes, and periprosthetic fluid. Healthcare professional later confirmed baker grade IV. Device has been explanted.

Event description:
Healthcare professional later confirmed " capsular contracture baker grade IV." Device was explanted.